Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the check lines and bags alarm was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check lines and bags alarm during fill 7 of 7. The technical services representative (tsr) explained and told the nurse to put the heater bag on the heater. The nurse said she connected two 5l and two 3l bags. The tsr assisted to bypass to dwell as requested. The tsr explained the amount of solution needed for therapy. The nurse said the heater line was full of air. The tsr assisted to end therapy as requested. The nurse asked the tsr if the home patient (hp) needed to do a manual exchange. No patient injury or medical intervention was reported. No further information is available.